Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the physician touched the pulse generator with cautery. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. After a firmware download, the device resumed normal function. No patient symptoms were reported. The patient would continue to be monitored.